Event description:
Reportedly, immediately after device was powered on, the device repeatedly and inappropriately prompted connect electrodes and a device analysis of pt electrocardiogram could not be performed as a result.